Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a burr on the catheter tip. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the lot number associated with this investigation was unknown therefore, DHR review could not be performed. Received a 20ga iag bc unit with no packaging material. All components were intact. Visual/microscopic evaluation: white-clear material was observed near the tip of the catheter tubing of the unit received. Conclusion(s): the white-clear material observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a burr on the catheter tip. There was no report of exposure, serious injury, or medical intervention.